Event description:
Information was received that the vomiting and pain are both unrelated to the vns. The device is currently off with all outputs set to 0 ma. Diagnostics were not provided.

Event description:
It was reported that the patient was in the emergency room for 6 hours as she has been unable to eat, and it was determined the vns was causing her stomach to contract. It was stated that when the patient did eat, she would vomit. The surgeon programmed the device off. The device was implanted approximately two weeks prior and was turned on the day the device was implanted. The device stimulation is still able to be perceived and is painful even though it is programmed off. No additional relevant information has been received to date.